Event description:
Screw inserters broke during normal use. Patient outcome: fine.

Manufacturer narrative:
Lot #'s mml003ag, m13038-01. Mml003ag date of manufacture, 03/2005. M13038-01 date of manufacture, 08/2005.